Manufacturer narrative:
Harms associated with the device, including dry eye, have been assessed and found to be as low as reasonably practicable. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. (B)(4).

Event description:
An optometrist reported a patient with stage one diffuse lamellar keratitis one day following lasik treatment. The patient reported dry eyes. The topical steroids have been increased. Additional information received, the diffuse lamellar keratitis is reported as resolved. The surgeon also indicates that the postoperative dryness is as expected following an enhancement procedure. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.